Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Spring cartridge lockout tab.

Event description:
It was reported that during an unknown procedure, the staples did not form when fired. Unknown how case was completed. There were no adverse consequences for the patient.